Manufacturer narrative:
(B)(4). D10: 00-5980-037-01, tibial component, lot: 67129781 g2: foreign - event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial tka the tibial liner could not be assembled to the tibial tray. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.